Event description:
It was reported that revision surgery was performed.

Event description:
It was reported that revision surgery was performed due to elevated metal ion levels (exact values were not supplied to the manufacturer), acetabular osteolysis and infection. The devices were implanted 2007.